Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories: 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient had not recharged her system in the past 5 months. As a result, the ipg will no longer communicate with any external devices and the patient programmer displays an error message. Reportedly, the patient lost stimulation during the same time frame. Surgical intervention was scheduled as the next course of action to address the issue. Follow-up identified surgery took place on (B)(6) 2016 at which time the ipg was explanted and replaced with a new model. The issue is resolved.